Event description:
The ge oec 9900 fluoroscopy system displayed a communication failure on repeated attempts to boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the workstation was connected to the wrong mainframe c-arm. User error. Correct workstation with mainframe works as intended. The system was tested, found to operating correctly, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.